Event description:
The reporter stated that the surgeon inserted a aa4204vf single piece silicone lens and the lens tore. The lens was removed without enlarging the incision. No pt injury. Surgery was completed with another lens.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that one lens haptic along with part of the lens optic is torn off and missing and the remaining part of the lens optic is torn along with the other lens haptic. Clear surgical residue/debris on the product. Conclusion ( no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.